Event description:
It is reported that a customer has been receiving sensor alarms and calibration errors on their insulin pump. The patient's blood glucose was over 400 mg/d at the time of the call. The customer was assisted with trouble shooting and found that the cannula was bent possibly due to a bad site insertion. There was blood at the site of insertion but unknown if the site was actively bleeding. Customer also had issues with the adhesive tape keeping the sensor in place. The customer was sent a new sensor. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).